Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) received an inquiry from the physician. The patient's condition was not good, fell ill, and was hospitalized. When the state of the implantable neurostimulator (ins) was checked, it was found that a never before seen screen appeared after communication. When proceeding, the parameters changed automatically, changed without any operations. At first the electrode settings that had been set, returned to default values and output changed to 0v. Pulse amplitude and frequency remained in their original settings. Initially treatment has been administered at 2.9v, but when it was returned to 2.9v after a telemetry defect, dyskinesia occurred. At the present time the patient was okay with 1.0v, but there's a margin of 1.9v, so a defect of the original device was possible. It was further stated that the defective device was still implanted in the patient. The indication for use included parkinson's disease. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported the changes in the electrodes was unknown. The rep's impression was that only the output was changed. No images were available. The patient received diathermy, which is contraindicated at other facility, and has been identified as the cause.